Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 12 devices were received. 2 devices were not available for evaluation. 7 device investigation types have not yet been determined. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device or cutting accessory fractured. - 14 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact.

Event description:
This report summarizes 20 malfunction events in which the device or cutting accessory fractured. 12 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 21 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2022-01462. 20 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 7 devices were not available for evaluation.

Event description:
This report summarizes 20 malfunction events in which the device or cutting accessory fractured. - 12 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 20 previously reported events are included in this follow-up record. Product return status 14 devices were received. 6 devices were not available for evaluation.